Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The pump was not returned for investigation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ischemic stroke with a "possible" relationship to the impella device used: ¿stroke code called for left-sided weakness. Cervicocerebral angiogram did not show large vessel occlusion but, per neuro but cannot rule out stroke that had happen. Cth did not show acute stroke on (B)(6). However, on (B)(6) cth shows numerous lesions which are possibly acute infarcts within the bilateral corona radiata, bilateral basal ganglia, and right thalamus which could have happened in the setting of shock. MRI brain stroke protocol completed on 9/1, showing bilateral acute strokes in the watershed and supratentorial cortex and bilateral cerebellum, consistent with previously thought cardioembolic and hypoperfusion associated stroke," per neurology. (B)(6) seems to be improving with waxing and waning attention span. 9/12 dc to a rehab facility¿. The patient recovered with sequelae.